Event description:
It was reported that the patients deep brain stimulation (dbs) lead exhibited high impedances during the implant procedure. The physician noted that there was a possibility of air bubbles in the brain. The lead was explanted and the patient was re-implanted with a new lead. After re-implantation, the patients lead was still exhibiting high impedances. A small amount of saline was added to the brain and the severe impedance was resolved, even at the target position. The lead was then fixed and closed at the target position. The procedure was completed successfully with normal impedances after the extension was connected to the implantable pulse generator (ipg). Due to the sequence of events on re-implantation, the physician concluded that there was likely to have been a hole in the patients brain. It is unknown if the possible air bubbles or hole in the patients brain are related to the device, device stimulation, and/or procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The returned lead (db-2202-45, serial number (B)(6)) was analyzed and revealed that the reported observation of high impedances was unable to be confirmed with testing of the product return. A labeling review was performed on the device and it did not reveal any anomalies. The instructions for use (IFU) states that injury to areas next to the implant, such as blood vessels, nerves, the chest wall, and the brain is a known risk with the use of deep brain stimulation. Based on all available information, the reported event of high impedances on the lead and the possibility of the patient having air bubbles and a hole in their brain was unable to be confirmed with the testing of the returned lead. The lead passed the continuity test and exhibited normal characteristics. The physician noted that there was a possibility of air bubbles and a hole in the patient brain. A labeling review found that the reported event is a known risk with the use of deep brain stimulation, as documented in the IFU.

Event description:
It was reported that the patients deep brain stimulation (dbs) lead exhibited high impedances during the implant procedure. The physician noted that there was a possibility of air bubbles in the brain. The lead was explanted and the patient was re-implanted with a new lead. After re-implantation, the patients lead was still exhibiting high impedances. A small amount of saline was added to the brain and the severe impedance was resolved, even at the target position. The lead was then fixed and closed at the target position. The procedure was completed successfully with normal impedances after the extension was connected to the implantable pulse generator (ipg). Due to the sequence of events on re-implantation, the physician concluded that there was likely to have been a hole in the patients brain. It is unknown if the possible air bubbles or hole in the patients brain are related to the device, device stimulation, and/or procedure. No further information has been obtained despite good faith efforts.